Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a radial endoscopic bronchial ultrasound (ebus), the lcd screen of the subject device was not working. The customer did not have any other keyboard or another (EU-me1) device to try. They already power cycled the (ei-me1) device and reseated the keyboard and got the same issue. The ebus was performed as an elective surgery for a mediastinal node biopsy. The procedure was aborted and the patient was taken off of general anesthesia. The procedure has been rescheduled for a later date but not yet completed. Aborting the procedure did not result in any harm or delayed treatment or diagnosis of a life-threatening condition for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide an update to field (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the subject device was not returned, a specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.